Manufacturer narrative:
Philips service replaced the network cable and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot, impacting clinical workflow, on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.